Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air was observed. When inserting the farawave catheter into the faradrive steerable sheath, and aspirating, continuous air occurred. The sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The device is expected to return for analysis.